Event description:
A customer reported observing discordant ca 125 results for a patient sample between vitros and alternate assays. Erroneous ca 125 results may lead to inappropriate physician action. Patient results were reported to the physician who questioned them. There was no report of patient harm as a result of this event.